Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure device had migrated into the endometrium.") And dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2009, 4 years 5 months after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("severe vaginal bleeding"). On (B)(6) 2016, the patient experienced dysuria ("dysuria"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), pelvic pain ("pelvic pain / chronic pelvic pain"), abdominal pain ("severe abdominal pain"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), weight fluctuation ("weight fluctuation"), migraine ("migraine headaches"), bladder disorder ("bladder issues"), anaemia ("anemia"), menorrhagia ("before essure, menstrual periods were not as heavy nor did they last as long"), cervicitis ("cervicitis"), uterine cervical metaplasia ("cervix squamous metaplasia"), endometrial disorder ("disordered proliferative endometrium"), suprapubic pain ("suprapubic discomfort/ pain"), toothache ("dental pain") and depression ("worsening of depression"). The patient was treated with surgery (on (B)(6) 2009, she had total abdominal hysterectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the embedded device, dysfunctional uterine bleeding, pelvic pain, abdominal pain, dyspareunia, arthralgia, weight fluctuation, migraine, bladder disorder, anaemia, menorrhagia, dysuria, vaginal haemorrhage, cervicitis, uterine cervical metaplasia, endometrial disorder, suprapubic pain, toothache and depression outcome was unknown. The reporter considered abdominal pain, anaemia, arthralgia, bladder disorder, cervicitis, depression, dysfunctional uterine bleeding, dyspareunia, dysuria, embedded device, endometrial disorder, menorrhagia, migraine, pelvic pain, suprapubic pain, toothache, uterine cervical metaplasia, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: plaintiff was (B)(6) at time of this report. Plaintiff¿s symptomatology developed gradually in the years following the essure implant procedure. It was reported that medical treatment and symptomatology since (B)(6) 2006 has proven to be complex and extensive, and has included, without limitation an emergency room visit for severe abdominal pain and dysuria on (B)(6) 2006, and transvaginal ultrasound on (B)(6) 2006, an emergency room visit for subra-pubic pain on (B)(6) 2007, and a pelviscopy for chronic pelvic pain on (B)(6) 2007. She also underwent a pelvic ultrasound on (B)(6) 2009, and then presented to the emergency room visit for severe vaginal bleeding on (B)(6) 2009. Plaintiff presented for multiple emergency room and office visits between 2010 and 2016 for pelvic and abdominal pain. She also presented for a preoperative evaluation on (B)(6) 2016 for a planned cystoscopy and bladder distention in which plaintiff reported significant suprapubic discomfort and pain, which worsened when she was active or walking for more than thirty minutes. She was presented to the emergency room on two different occasions following her essure implant for dental pain. Further, plaintiff reported exacerbation of her symptoms of depression following her implant. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: occlusion was viewed in both fallopian tubes ultrasound scan - on an unknown date: essure device had migrated into the endometrium the pathology report listed a uterus and cervix as the specimen provided, and noted diagnosis of cervicitis and squamous metaplasia, as well as a ¿disordered¿ proliferative endometrium. The essure device is not mentioned. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.